Event description:
The customer reported while mixing medications for the ivd in the 4th pack, a leak occurred between the chamber and the cap. There were no returns received from the customer for a detailed analysis and investigation of the batch. A free flow, tightness and visual inspection was performed as well as a tensile test on three retain samples of the questionable batch. Production documents were also investigated. There were no irregularities or deviations found during retain testing and production documentation review related to the complaint. There are no other documented occurrences of this complaint issue. Additionally cytostatic drugs were also investigated for compatibility and the impact of the cytostatic drugs on the used glue. A number of cytostatic drugs were tested with components of different sets with the drip chamber installed in the infusion set among these components. The exact drug mixture used with the complained set was not tested but epirubicin and gemcitabine were tested and the tests were passed, no erosion of glue or material was observed. There was no root cause identified. Therefore this complaint has no product deficiency.